Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was noted to have a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: "the wire was torn and a plastic part broke off at the joint. The surgery was completed as usual."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The fenestrated bipolar forceps instrument was found to have thermal damage of the bipolar yaw pulley. The electrical continuity test still passed. Black char marks were present, adjacent to the grip cable near the distal idler pulley.